Event description:
It was reported that during an intercept procedure the physician discovered that the instrument kit was missing a straight stylet. Another instrument kit was opened, where the straight stylet within the kit did not have a radio opaque marker. The patient experienced an airway and blood pressure issue during the procedure. The physician decided that due to the patient health issues and instrument issues to abort the procedure.